Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range shock lead impedance measurements measuring greater than 400 ohms. An x-ray was performed which revealed there was a fracture at the ring electrode. The device was deactivated and the patient was sent home with a lifevest. The patient is scheduled for a replacement within the next month. At this time, the electrode remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range shock lead impedance measurements measuring greater than 400 ohms. An x-ray was performed which revealed there was a fracture at the ring electrode. The device was deactivated and the patient was sent home with a lifevest. The patient is scheduled for a replacement within the next month. At this time, the electrode remains in service. No additional adverse patient effects were reported. Additional information was received which reported that this electrode was explanted and returned for analysis. No additional adverse patient effects were reported.